Event description:
The complaint was received via medwatch report. It was reported the procedure was being performed on a (B)(6) male patient. During placement of a left subclavian central venous line in a trauma patient, the left shoulder, anterior chest and neck were prepped and draped in a sterile fashion using maximum barrier precautions including full drape for the bed. The proceduralist was wearing a sterile gown, gloves, hat, mask, and used the arrow quad lumen central catheter tip. The infraclavicular approach to the left anesthesia was injected in the appropriate tract. Then, the needle was advanced directly onto the clavicle and just under the clavicle whereupon the patient was immediately placed in trendelenburg and the vein immediately accessed. A guidewire was advanced. The patient had dense clammy pectoral fascia and it seemed like the wire had some difficulty in being threaded, but advanced without difficulty. The needle was removed. The tract was then dilated using a seldinger/technique. The catheter was then advanced over the wire without difficulty, but as the wire was pulled back, it started to splinter in its midportion for an unknown reason. The procedure was immediately stopped and the entire catheter and wire assembly were pulled out. The proceduralist made sure that the entire wire did indeed come out. The wire never broke completely, but seemed to separate in its midportion for an unknown reason. Direct pressure was applied to the area and there was no bleeding. A new guidewire was immediately brought onto the field. The patient was quickly placed in deep trendelenburg again. The needle advanced successfully under the clavicle into the subclavian vein and a new guidewire advanced without difficulty. The tract was already dilated. The catheter was then advanced over the wire once the patient was already in a somewhat sitting position and advanced without difficulty and at this time, the wire came out without difficulty. All ports were aspirated of blood and air and flushed. The catheter was secured in place using 2 - 0 nylon and chlorhexidine, standard tegaderm, and central line dressing was then applied aseptically to the area. Post procedure chest x-ray was done and showed good position of the left subclavian line.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.